Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed that the rbc (red blood cell) bath was leaking and not draining completely. He found that pinch valve actuators for vl12a, vl12b, vl12c and vl12f were moving slowly. All actuators were lubricated which resolved the leak and incomplete draining issues. Identification of failure modes: failure mode is related to actuators for vl12a, vl12b, vl12c and vl12f that needed to be lubricated. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact rbc, platelet, white blood cell and hemoglobin results due to carryover from incomplete bath drain. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as less than 5ml and was contained to the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.